Manufacturer narrative:
As per instructions for use (IFU) outlines proper surgical procedure in attaching sewing ring. A sewing ring attaches to the myocardium and allows for pump orientation adjustments intraoperative. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard. The o-ring makes a seal on the pump and the sewing ring. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient during lateral implant had the o-ring on the inflow cannula break during implantation procedure. It was noted that the patient was implanted by way of thoracotomy. It was stated that no excessive force or torque was used to place the pump. It was further stated that the o-ring seemed to roll out of place and get caught on the sewing ring and easily broke in one spot. The o-ring was removed from another sterile pump and placed on the pump that was being used for the initial implant, as it was already prepped and in the chest. It was estimated that the patient may have had cardiopulmonary bypass (cbp) extended for about 10 minutes while the new o-ring was placed on the existing pump. The surgeon has stated that an o-ring breakage has not happened to him before. It was stated that there was no impact to patient. There were no further issue with new o-ring and opening the sewing ring wider. It was stated that there were no issues related to patient. It was said that the patient is doing well and was discharged on (B)(6) 2015.

Manufacturer narrative:
The o-ring was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device and its component, o-ring, met all requirements for release. The reported event could not be confirmed since the device was not returned and there is no evidence or supporting data provided. Heartware has initiated an internal investigation to further evaluate issues related to o-ring damage or break during procedures. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.